Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv). The cause of the increased intra-peritoneal volume (iipv) was determined to be: insufficient drain-use error, inappropriate bypass of the initial drain & one or more cycle advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated, the hc drained over 4400ml in drain 5 of 5. The technical service representative (tsr) would swap the hc. The tsr advised to call the registered nurse (rn) about the possible increased intra-peritoneal volume (iipv). The rn would program the machine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2011 product surveillance contacted the hp's peritoneal dialysis nurse (pdn) regarding the report of high drain volume. The pdn verified the hp's largest prescribed fill volume (lpfv) is 2000ml. With this lpfv and the reported drain volume of over 4400ml, this criteria meets iipv criteria.